Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, lymphadenopathy, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; broken prosthesis and silicone leakage; lymphadenopathy; siliconomas.

Event description:
Patient reported and healthcare professional confirmed capsular contracture, baker grade iii, broken prosthesis and silicone leakage. Further reported was lymphadenopathy and siliconomas that made patient worry. Affected side is left. The device has been explanted.